Manufacturer narrative:
During investigation, it was found that: the fault was confirmed (serial number: (B)(6), service call: bea003146) to be a component fault. The fault was confirmed (serial number: (B)(6), service call: bfa00784) to be a component fault. The fault was confirmed (serial number: (B)(6), service call: bfa01318) to be a component fault. The fault was confirmed (serial number: (B)(6), service call: bfa01463) to be a component fault. In most cases, the root cause was linked to component failure. For bfa01463, the conclusion was unable to be reached as the senor was not returned, depsite a returns label being provided.

Event description:
User reported issues related to device sensing problems using sensors. Inability to correctly sense is considered a reportable event. There was no patient harm as a result of these malfunctions.